Event description:
Reporter indicated that patient went into status. Further follow up revealed that patient came into neurology clinic having brief partial complex seizures with continued dopiness between events. Nine days prior, patient had device output currents increased from 1.0ma to 1.5ma for normal mode stimulation and 1.25ma to 1.5ma for magnet mode stimulation. It was at this time that the patient started to have an increase in seizures. The increase was above pre vns seizure baseline. Prior to vns therapy, the patient started to have an increase in seizures. The increase was above pre-vns seizure baseline. Prior to vns therapy, the patient had an average of 5 seizures a month and the neurologist's nurse reported that she is not aware of the patient over having a status epilepticus episode before this event. In addition, the patient had improved seizure control and was able to abort seizures using the magnet. At subsequent clinic visit, the patient's parameters were programmed back to previous settings. Treating neurologist's nurse does not know about the patient's current condition; however, the nurse indicated that if the neurologist's office does not hear anything from the patient's family members, everything is fine.